Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the device was found to reach eri on (B)(6) 2016 when the patient was seen in clinic for follow-up. Device was replaced. The patient was stable before and after the procedure.